Event description:
It was reported that revision surgery was performed, due to breakage of the tibial baseplate.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The device is currently undergoing analysis.

Manufacturer narrative:
The cause of the journey uni tibial base fracture was likely due to fatigue loading in excess of the strength of the tray. Although a fracture analysis could not be performed, previous examination of similar fractures indicated the fracture likely originated where the cement groove and pad meet.